Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were reviewed. Both photos show the balloon being coiled into a package and placed over the outer package of catheter and the product details can be verified with the reported details. The balloon was clean and in deflated condition, no significant evidence of balloon rupture was noted on the device from the submitted photos. As no significant evidence of balloon rupture was noted on the device from the submitted photos, the investigation remains inconclusive to reported balloon rupture. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 12/2025), g3, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly leaked during inflation at 14 atm. The procedure was competed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly leaked during inflation at 14 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas pta dilatation catheter received for evaluation. During visual analysis fiber disturbance and stretching could be observed in the distal end of balloon. No other anomalies were noted. On functional testing in-house presto inflation device used for inflation and observed water leak in distal end of balloon. Further the balloon fiber were stripped and underwent to microscopic analysis could identified a compound rupture in distal end of balloon. No other testing was performed. Two photos were reviewed. Both photos show the balloon being coiled into a package and placed over the outer package of catheter and the product details can be verified with the reported details. The balloon was clean and in deflated condition, no evidence of balloon rupture was noted on the device from the submitted photos. Based visual analysis fiber disturbance, stretching in balloon, further on functional testing water leak and in microscopic analysis a compound rupture could be identified. Therefore the investigation was confirmed for the identified balloon fiber disturbance, stretching and reported balloon rupture. A definitive root cause for the identified balloon fiber disturbance, stretching and reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2025), g3, h2, h6 (device) . H11: h6 (method, result). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly leaked during inflation at 14 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas pta dilatation catheter received for evaluation. During visual analysis fiber disturbance and stretching could be observed in the distal end of balloon. No other anomalies were noted. On functional testing in-house presto inflation device used for inflation and observed water leak in distal end of balloon. Further the balloon fiber were stripped and underwent to microscopic analysis could identified a compound rupture in distal end of balloon. No other testing was performed. Two photos were reviewed. Both photos show the balloon being coiled into a package and placed over the outer package of catheter and the product details can be verified with the reported details. The balloon was clean and in deflated condition, no evidence of balloon rupture was noted on the device from the submitted photos. Based visual analysis fiber disturbance, stretching in balloon, further on functional testing water leak and in microscopic analysis a compound rupture could be identified. Therefore the investigation was confirmed for the identified balloon fiber disturbance, stretching and reported balloon rupture. A definitive root cause for the identified balloon fiber disturbance, stretching and reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly leaked during inflation at 14 atm. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2025) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.